Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h8 the device was returned to olympus for inspection, and the reported failure of no motion in the distal tip / inability to move controls was confirmed. In addition, the following reportable malfunction was identified during device evaluation: corrosion inside the scope cover. Based on the results of the investigation, the probable cause of the reported failure is attributed to an inability to articulate the frozen lever. The most probable cause is consistent with component failure ¿ specifically, an expected or random failure with no identified design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ureteroreno videoscope had no motion in distal tip/ could not move with controls. There was no harm or injury reported.